Manufacturer narrative:
Therefore the device shows incorrect measurements. There has been a previous report received for a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that the red led on a raypex 4 apex locator does not light on. The red led warning light shows that the apical foramen has been passed (over-instrumentation); no injury resulted.

Manufacturer narrative:
The customer has reported that the device is now working fine and they do not want to return it for evaluation.